Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying no signal. The medtronic representative (rep 1) tried a reboot with no change. Rep 1 was off-site during the call, so no further troubleshooting was able to be performed. No patient was present. Additional information was received. Rep 1 called to report that the cmos switch was pressed, but that the camera kept making a popping sound. This comment was delayed due to meetings a technical services (ts) representative had to attend, so a different ts team member notified them that it wasn't the camera that was popping, but the surgeon monitor. Additional information was received. Another medtronic representative (rep 2) later called to report again that resetting the cmos battery did not start the system, but they were hearing clicking coming from the surgeon monitor. The surgeon monitor said "no signal" before, but now stayed blank. Additional information was received. Rep 1 called to update that pressing the cmos reset button on the computer did not get it to turn on and that the site heard the fan running but it was very faint. Ts was requesting more information regarding what the surgeon monitor displayed and if the disc drive could open. Rep 1 was not on site to provide those answers or troubleshoot further. Additional information was received, it was reported that the rep stated that after replacing the computer, the system was still displaying 'no signal' and the cd drive was still not opening. Technical services (ts) had the rep plug the computer directly into the wall with no additional cables plugged in and the computer fans began to fun. Ts then had the rep plug in each cable one at a time and the computer remained on and eventually were able to get video to the monitor. Ts had the rep try multiple ports on the uninterruptible power supply (ups) and the issue persisted. Ts confirmed that the polaris spectra system control unit (scu) was getting power (the green led was on). Ts then had the rep switch the power ports for the scu and computer on the ups and the scu was still able to turn on but the computer was not turning on. Ts then had the rep switch the power cables from the scu and the computer and the issue persisted. The rep was able to get the computer fans to start with only the power cable plugged into the ups. By plugging in cables to the computer one at a time and cycling power, it was determined that when the electromagnetic localization (axiem) communication cable was plugged into any universal serial bus (usb) on the computer, the computer would not power on. With the old computer back in the system and everything but the axiem communication usb plugged in, the system was able to boot up normally. It was noted that the issue was with the axiem communication and power cable.

Manufacturer narrative:
Concomitant product information references the main component of the system. Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(6) product ID: 9735225, serial/lot #: (B)(6) product ID: 9734686, serial/lot #: unknown a medtronic representative went to the site to test the equipment. Testing revealed that the system was not booting past ¿no signal¿ screen, and the computer fan was not powering up and cd drive was not functional. Hardware was replaced and the system then passed testing. Codes b01, c13 and d02 are applicable to this analysis. The cable was returned to the manufacturer for analysis. The cable had been crushed at the lemo connector. The cable jacket had been cut open and the shield wire completely severed and removed. No conductors have been exposed. A continuity test revealed shorts to all the usb conductors. Codes b01, c02 and d02 are applicable to this analysis. The computer was returned to the manufacturer for analysis. The computer booted normally to the application screen. The installed programs all started and ran normally. No video errors were observed. The reported event could not be duplicated by medtronic personnel. Codes b01, c19 and d14 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.